Manufacturer narrative:
Additional initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, an iab rupture occurred. There was no patient harm or adverse event reported. This report is for the iab. A separate report has been submitted for the cs300 iabp under mfg report number 2249723-2023-01136.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the catheter tubing and was not a maquet product. Moderate blood was observed within the stat gard sleeve. No blood was observed inside the iab catheter. The pressure and extender tubing were also returned. A kink was found on the catheter tubing near the y-fitting approximately 75.4cmcm from the iab tip. Additionally, two kinks were found on the catheter tubing approximately 65.0cm and 59.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender, and pressure tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.